Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was overstimulation. Overstimulation at rest after the initiation of closed loop technology. The overstimulation was of the patient¿s right leg and was sustained overstimulation. This happened nine hours after the loop was initiated. It required the patient to turn his stimulation down three times in the course of 90 minutes. The initiation of closed loop was done in conjunction with and under the supervision of a field engineer. Patient had to turn stimulation down in order to relieve symptoms of overstimulation. If overstimulation returns again patient will switch to group a which is not using the closed loop. The closed loop system was unable to protect the patient from overstimulation at rest of the right leg despite being set correctly as it was done in conjunction with and under the supervision of a field engineer. The overstimulation occurred nine hours after the initiation of the closed loop. It is unknown if the issue was resolved.

Manufacturer narrative:
A2: information incorrect on initial report, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.